Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing, the video connector socket lock of subject device was loose. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on june 29, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus hong kong, omsc concluded that the reported event was not reportable event.